Manufacturer narrative:
In the returned state, the lead had been cut through twice. A 42cm long medial lead fragment was available for analysis. The returned fragment was thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. Especially 17 and 28cm distal of the proximal end, the insulation was found to be abraded. These damages are with high probability the cause of the observed oversensing and the inadequate shock deliveries. The observed damage pattern leads to the assumption of friction against an adjacent partner lead. X-ray images or diagnostic images of any other kind that might provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, the examination detected cuts into the lead body 23cm distal of the proximal end, as well as torn lead rope 28cm distal of the proximal end. These damages are probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 56 months, oversensing on the ventricular channel due to an insulation defect was reported. The lead was explanted.